Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the surgeon was clamped down on jejunum tissue with a white cartridge, fully fired, then the device malfunctioned and locked. The surgeon hit the reverse button, but it did not work. He then used the manual override to crank the knife back. The device fully cut and stapled. There were no malformed staples and no tissue damage. Buttressing was not used. It is unknown what number firing the device was on. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce60a device was returned in good visual condition and with one ecr60g cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing.